Event description:
It was reported that on (B)(6) 2008, direct stenting of a de novo lesion was performed in the proximal to mid left anterior descending artery with a 2.5x12 rx xience v stent. Pre-stent stenosis was 80% and post stent implant stenosis was 0%. On (B)(6) 2010, the patient was diagnosed with non st elevation myocardial infarction (mi) with symptoms of chest pain. Echocardiogram and diagnostic cardiac catheterization were performed. No percutaneous intervention was performed; however, the patient was medically managed. Per the investigator, the area of mi could not be determined. Additionally, the stent was patent, but a 10% stenosis was noted. The patient was discharged from the hospital on (B)(6) 2010 with no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) device - no pre-dilatation. There was no reported product deficiency and the product was not returned. Myocardial infarction, angina, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stent. It should be noted the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It does not appear that the failure to pre-dilate the lesion contributed to the patient effects.